Event description:
Instrument tip broke off and was left in the patient.

Manufacturer narrative:
Investigation has determined that a supplier has design control for this product, and therefore, responsibility for investigation and reporting to the FDA. We have notified the supplier of the issue. This report should not have been submitted by depuy orthopaedics, and is now considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.